Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. No deviations were found and no parts were replaced. A complete set of device logs was received. The internal log shows that several alarms for etco2: high had been generated when afgo (additional fresh gas outlet) was selected as ventilation mode. According to the logs, there was no technical malfunction during the event. Based on the received information and the log evaluation, we have not been able to draw any conclusions about what caused the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that during patient treatment, there was an increase in etco2. There was no patient harm. Manufacturer's reference number: (B)(4).